Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the buttons on the insulin pump were unresponsive. Customer stated the act button was not working from time to time. Customer's blood glucose was 126 mg/dl. Issue was confirmed and device was replaced. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent act button due to flattened dome. No cosmetic damage noted.